Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were visible under fluoroscopy. The electrical parameters were normal and the lead remained implanted. Patient will be monitored.